Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the customer reported complaint. The cadiere forceps instrument was analyzed and the complaint regarding the clamp tip falling into the patient's abdomen was not replicated nor confirmed by failure analysis. Upon visual inspection, there was no obvious damage found at the distal tip of the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected with the returned instrument.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has not received the device for failure analysis evaluation. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted surgical procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the tip of the cadiere forceps instrument fell inside the patient's abdomen. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure was delayed by about 3 minutes due to the customer reported issue. 100% of the fragments were recovered. There were no consequences for the patient.